Event description:
It was reported that the patient experienced "controller failure" alarms at night. This resulted in the patient independently swapping out controllers at home. Upon interrogation in clinic, the alarm that would have required controller exchange was not found. The only alarms found were the pump off and low speed associated with the controller exchange. The patient was seen again after 2 days, with multiple pump off events while on battery. The most recent episodes happened on a different controller, and are concerning for driveline compromise. The patient stated that they will be coming in a few days to be admitted and receive a driveline repair. The log file review showed a low speed hazard, low flow hazard, and pump off alarms. This type of behavior has been linked to potential issues with the percutaneous lead (phase to phase short).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events that appeared to be consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files recorded several low speed and pump stop events on 25jul2022 and 07aug2022 while the patient was connected to external battery power. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pump was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR#2916596-2022-14584 it was reported that the patient was seen on (B)(6) 2022 after having multiple pump off events while on battery power on 07aug2022. The patient declined a power module and ungrounded cable and would remain on batteries even after being educated that there was a concern for a complete phase short which could lead to a serious injury or death. The log files contained low speed hazard, low flow hazard, and pump off alarms while connected to battery power. A plan for a percutaneous lead repair was made for (B)(6) 2022. The patient was inpatient on (B)(6) 2022 when the pump shut off due to a phase to phase short at 16;30. The patient was asymptomatic at this time. A transthoracic echocardiogram showed an ejection fraction of 45% and mild to moderate right heart function. A decision was made to decommission the pump. The pump was decommissioned in the operating room on 17aug2022. The patient was stable following the decommissioning.

Manufacturer narrative:
Section d1, d4, and d6b: correction. Manufacturer's investigation conclusion: review of the submitted log files confirmed events that appeared to be consistent with a potential issue with the driveline (dl); however, no device-related issues were identified during the evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6). It was reported that the patient experienced events that were concerning for a potential dl compromise. The initial plan of care was to have an external dl repair or pump exchange; however, after discussion with the patient, it was determined that the pump would be decommissioned instead. The pump was decommissioned on (B)(6) 2022. It was later reported that the patient underwent cardiac transplantation on (B)(6) 2024 and the explanted left ventricular assist device (lvad) would be returned for analysis. The submitted log files recorded several low speed and pump stop events on (B)(6) 2022 while the patient was connected to external battery power. Based on previous experience, these event appeared consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. The distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port, with the sealed outflow graft and outflow graft bend relief severed adjacent to the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The device only contained fixed depositions of blood consistent with the pump being decommissioned in (B)(6) 2022. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook, rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that patient underwent cardiac transplantation and the explanted lvad was returned from pathology and being sent back to abbott for analysis. No alarms were documented.